Manufacturer narrative:
No product was returned for investigation. The cause of the fever and thrombocytopenia was not determined due to insufficient clinical details. The root cause of the sepsis and atrial flutter was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a low-grade fever and the patient was treated for sepsis. The patient was given bival and bicarb in response to heparin induced thrombocytopenia. Additionally, the patient was cardioverted in response to atrial flutter. Later, the pump was explanted and the patient survived.